Manufacturer narrative:
The review of the associated manufacturing record revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. According to the field, the dislodgement was confirmed with an x-ray and the subject lead was re-positioned during the re-intervention performed on (B)(6) 2024. Since no patient files (x-ray/fluoroscopies or cso were provided, the reported lead dislodgement could not be confirmed with certainty. Based on available information, the lead dislodgement most probably occurred due to external factors (such as patient physiology, or physician preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes

Event description:
Reportedly, the dislodgement of the vega r58 lead was observed one day post implantation ((B)(6) 2024). The same day a reintervention was performed to reposition the lead.